Event description:
The arson investigator and homecare provider reported the following info: (1) a pt was at a casino at the roulette table using a mark 4 walker. (2) the pt noticed the casino was full of smokers so pt turned the unit off, removed the cannula, and sat the unit on the floor. (3) the unit was knocked/tipped over and leaked oxygen. (4) a source of ignition occurred which resulted in two small flashes of fire, followed by an explosion. (5) casino staff extinguished the fire. (6) emergency medical personnel treated a dealer at the scence. (7) the pt was taken to the hosp to pick up another source of oxygen.